Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided . D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided . H4: device manufacturer date unknown / not provided.

Event description:
It was reported that upon placement of tooth site #31 the implant hex driver broke off inside of the implant, unable to remove the tip and remove the implant an place a different implant (placed a smaller implant- did not have a another 6x11.5).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
It was reported that upon placement of tooth site #31, the implant hex driver broke off inside of the implant, unable to remove the tip, removed the implant an placed a different implant. Additionally, the other implant dropped on the floor. Additional information was obtained via email on 25-jul-2023, the customer reported that the tsvt6b11 implant that dropped on the floor, it wouldn¿t stay on the implant handpiece hex driver or handheld hex driver. Zimvie received one (1) tsx6b11, (tsx implant, 6.0mmd, 11.5mml), one (1) rhl2.5 (retaining 2.5mm hex drive r long), and one (1) tsvt6b11 (imp,tsv,6.0,11.5,mtx,mg) for evaluation. Visual evaluation was performed, there was signs of use, bone debris on the implants external threads. The tsx6b11 implant was damaged during removal. The implant had the tip from the hex driver stuck inside. No damage was identified with the tsvt6b11. The implant engaged with an in-house hex driver. The returned hex driver had lot number 63142090; demo etched on device. The driver was fractured, and the tip appeared to be modified. This complaint refers to the rhl2.5. DHR review was completed for the subject lot number 63142090. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63142090 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as (B)(4), the most likely root cause determined from the investigation was clinician error and excessive torque lead to a fractured, twisted or bent tool. Damage in tool connection. Therefore, based on the available information, a device malfunction did occur. The driver was fractured at the tip. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
It was reported that upon placement of tooth site #31, the implant hex driver broke off inside of the implant, unable to remove the tip, removed the implant an placed a different implant. Additionally, the other implant dropped on the floor. Additional information was obtained via email on 25-jul-2023, the customer reported that the tsvt6b11 implant that dropped on the floor, it wouldn¿t stay on the implant handpiece hex driver or handheld hex driver. Zimvie received one (1) tsx6b11, (tsx implant, 6.0mmd, 11.5mml), one (1) rhl2.5 (retaining 2.5mm hex drive r long), and one (1) tsvt6b11 (imp,tsv,6.0,11.5,mtx,mg) for evaluation (images are attached). Visual evaluation was performed, there was signs of use, bone debris on the implants external threads. The tsx6b11 implant was damaged during removal. The implant had the tip from the hex driver stuck inside. No damage was identified with the tsvt6b11. The implant engaged with an in-house hex driver. The returned hex driver had lot number 63142090; demo etched on device. The driver was fractured, and the tip appeared to be modified. This complaint refers to the rhl2.5. DHR review was completed for the subject lot number 63142090. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63142090 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture¿ . The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was clinician error and excessive torque lead to a fractured, twisted or bent tool. Damage in tool connection. Therefore, based on the available information, a device malfunction did occur. The driver was fractured at the tip. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "no" to "yes."

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: changed "no" to "yes."

Event description:
It was reported that the implant do not stay on the implant handpiece hex driver in this case it was while measuring the length of the bit prior to placing the implant into the jaw. It fell off the hex driver and onto the floor. It was also reported that upon placement of tooth site #31 the implant hex driver broke off inside of the implant, unable to remove the tip and remove the implant an place a different implant (placed a smaller implant- did not have a another 6x11.5).